Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported a motor error alarm during the rewind process. The customer's blood glucose was 325 mg/dl at the time of the call, and the customer stated she will treat. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer also stated that she was hospitalized recently due to site related issue, and her blood glucose was greater than 600 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.